Event description:
The pt had a seroma in the pump pocket. It was determined that the sc (sutureless catheter) connector of the catheter had disconnected from the pump. The pump pocket was opened on (B)(6)2010 and the catheter was reconnected to the pump. The surgeon thought that the catheter was improperly connected at the initial implant. It was noted that there was "no pt injury reported." It was stated that the pt received "the planned itb (intrathecal baclofen) therapy." The medication in the pump was baclofen. The catheter was not returned to the manufacturer for analysis. It was , thus, not possible "to perform further root cause analysis." Additional information was requested but not provided at the time of this report.

Manufacturer narrative:
(B)(4)